Manufacturer narrative:
The product is scheduled to be returned but has not been received in by the manufacturer at the time of this report. Therefore, this event is reported based on the information provided by the customer. Confirmation of the customer's complaint and the root cause could not be determined. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported an adverse event with our 8645 alarm unit. They believe it may have been a battery related incident, where the device appeared to let out a small puff of smoke when staff were setting up the device prior to use with a patient, resulting in a small area of damage to the coating on the aaa battery.